Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the mcm20 instrument jammed during use. It was unknown how the case was completed and if there was any pt consequence. No further info could be obtained.